Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, both octrode leads passed electrical testing. No root cause was identified for the reported issue. Correction: d9 - device available for evaluation?: in initial report, "yes" should have been selected.

Event description:
Related manufacturer reference numbers: 3006705815-2021-06243, 3006705815-2021-06313. It was reported that the ipg did not provide therapy for at least 24 hours after being fully charged and became inoperable. Surgery occurred to explant and replace the ipg to address the issue. It was also reported that diagnostic testing revealed high impedance on the leads. During the same surgery, the leads were explanted and replaced to address the issue.